Event description:
The customer received a blood glucose reading of 115 mg/dl from one contour meter and a reading of more than 200 mg/dl from another meter. If the one contour read 215 mg/dl or higher, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.